Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) did not meet expected longevity. The crt-d was replaced. It was also reported that the right atrial (ra) lead exhibited high thresholds. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis indicated atrial pacing capture threshold was elevated. Atrial capture management trend data shows threshold varied from 1.5v up to >2.5v throughout the record dating back to (B)(4) 2013. The daily threshold test was aborted 14 of the last 15 days due to high threshold of >2.5v.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).